Manufacturer narrative:
D1, d2, d2b, d4 catalog #, d4 serial #, d4 UDI #, g5 PMA/510(k) #, h4.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reaching 20 mg/dl; cause was not known. Subsequently, paramedics were called and the customer was treated with a glucose injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.